Manufacturer narrative:
Pump exchange reported in manufacturer report number 2916596-2020-00589. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient expired from respiratory failure as he was ventilated nearly the whole time since pump exchange. He went home on hospice on (B)(6) 2020 on ventilator support. Lvad was explanted after death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient's expiration cannot be conclusively determined through this investigation. The patient underwent a pump exchange on (B)(6) 2020 and was discharged to a skilled nursing facility on (B)(6) 2020 while on ventilator support. The patient left the facility on (B)(6) 2020 to see their family and later expired on (B)(6) 2020 due to respiratory failure. The patient¿s expiration was not considered to be device-related. (B)(6) will not be returned for evaluation as it was not explanted and no autopsy was performed. The heartmate ii lvas IFU lists respiratory failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.